Event description:
The customer reported to beckman coulter that the coulter lh 750 hematology analyzer was leaking. The volume of the leak was approximately 8 ml and was not contained within the instrument. The analyzer did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection with this event. There was no death or injury related to this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse had observed that the source of the leak was at the probe wipe assembly. The fse replaced the affected probe wipe assembly. No further evidence of leaking was observed. The cause of the leak was the probe wipe assembly. (B)(4).